Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident/complaint query for this product was not performed since the lot number was not reported. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the moderately calcified and moderately tortuous lesion during removal, becoming jailed, resulting in the reported difficult to remove. Manipulation of the device during its interaction with the challenging anatomy likely resulted in the reported material separation and stretched coils. Multiple wires were advanced and wrapped over the separated guide wire tip to remove it from the anatomy. Additionally, the reported removal of foreign body was due to a separated portion of the guide wire within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the circumflex (cx) artery. An 014 ht turntrac guide wire (gw) became jailed and unraveled causing the tip to separate in the anatomy. Multiple wires were then advanced and wrapped over the separated guide wire tip to remove it from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A non-abbott device was then used to successfully complete the procedure. No additional information was provided.